Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bent pins were noted in the data port of patient¿s controller. The device had not been dropped. The patient tolerated the controller exchange well with minimal pump off time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a bent/damaged pin within power port 2 of the controller. The bent pin did not allow a battery to properly connect to a controller. Additionally, visual inspection revealed contamination on power port 2. These are additional observations not related to the reported event. Failure analysis did not reveal any bent pin in the data port; as a result, the reported event could not have confirmed. The most likely root cause of the bent pin in the power port can be attributed to a forced or improper connection. A possible root cause of the observed contamination may be attributed to the handling of the device. The manufacturer investigated bent pins on controller 1.0. Under an internal investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the dt2 endurance clinical study.